Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received comprehensive instructions for resetting the pump from technical support and successfully started a new sensor session, resolving the issue.